Event description:
It was reported to medtronic minimed that the customer unable to generate reports after 03.05 or upload data manually. Data available to partners but does not get saved in carelink. The customer receives error when attempting to generate carelink report, the carelink report is not displayed as expected, or possible issue with data in carelink report,. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. This issue is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation the software support team confirmed the patient switched to a new pump and did a factory settings after sensor warmup. This caused a time change in the data calendar and this caused a conflict on april 22nd data. This is why patient is seeing the error message while generating the report. Regarding the snapshot upload issue, we can confirm the patient is launching the uploader and then terminates the sessions within seconds. The most likely root cause is a invalid time change done on april 22nd and abruptly closing the uploader window. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: the team investigated the logs and we see all sessions are terminated after version checkchecking if newer version of uploader is available. The uploader either crashed or user has closed the application at this point. Can you please confirm if the user closed the application by selecting x on the title bar or did the application crashed? Please request the customer to share a recording of the upload process, if possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.